Event description:
On (B) (6) 2008, this patient was implanted with gore tag thoracic endoprosthesis to treat a thoracic aneurysm. On (B) (6) 2010, a CT scan revealed either a type ii or type iii endoleak. On (B) (6) 2010, an additional gore tag thoracic endoprosthesis was implanted to treat the endoleak. The type of endoleak was still unknown. The endoleak resolved and the patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices involved: (B) (4) and (B) (4).